Event description:
A medwatch form was received which stated the following: during a total knee procedure a tooth broke off the saw blade. This was discovered upon obtaining a post op x-ray. The saw blade was retracted and examined. However, packaging info had already been compacted. No further intervention was required.

Manufacturer narrative:
The blade subject to this complaint was not returned for eval. Lot# details were not provided. It was not possible to determine the root cause for the alleged breakage.